Manufacturer narrative:
Product event #(B)(4). Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ 3.0s. Product number: ps210-030s, lot number: fl50901627, expiration date: 2016-12-02, quantity returned: 1 testing performed: visual inspection: device packaging inspection: one returned plasmablade¿ 3.0s device handle with locking mechanism, cord and plug cut off from the device, received inside a cardboard box within a sealed autoclave bag inside two plastic bags with no packaging to fill the negative space. No original packaging returned therefore it is neither possible to confirm the device information against the information listed within gch. Customs invoice included. Device visual inspection: device is used with blood on handle, nose, finger grip and electrode. Blood and other biological fluids present along the inner shaft, the device cord has been cut off from the device and not returned which renders the device inoperable, figure # 1. Suction opening is clogged with tissue and coagulum build-up, figure # 2. Electrode insulation coating is damaged, peeling and scratched, which visually relates to the reported complaint description, figure # 3, figure # 4 and figure # 5. Additionally the heat shrink is damaged, melted and scratched however still attached to the blade, with tissue and coagulum build-up inside, figure # 3 and figure # 4 and figure # 5. Functional inspection: functional inspection not performed as the complaint was confirmed via visual inspection lhr review: a review of the lhr for lot # fl50901627 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: visual inspection confirmed the electrode insulation coating is peeling and scratched; the heat shrink is melted and scratched as well with an accumulation of tissue and coagulum build-up inside the suction opening of the finger grip causing it to become clogged which suggests the electrode was not cleaned according to the IFU recommendations as improper cleaning, cleaning with an abrasive pad, and use contributes to this failure mode. The tissue and coagulum build-up present on the electrode and inside the heat shrink results in the overheating and melting of the heat shrink. The rf energy is affected by the tissue build-up and causes a change to the electrical path causing the energy to be directed to the tissue attached to the device rather than to the patient. When the energy path is directed to the tissue on the heat shrink, the component experiences high temperatures and over time, it is possible for the heat shrink to degrade and compromise the electrode insulation coating. This complaint will be tracked and trended in gch. (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During the case. Within 10 minutes of use, it was reported that the insulation on the device tip "disintegrating" when being wiped with a normal damp swab. The case was completed with normal diathermy and there was no patient impact.